Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at a walk-in clinic with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod on the arm between 24 and 36 hours. The patient reported that the pod was leaking insulin during wear. Symptoms reported included excessive thirst, frequent urination, and vision problems. The patient was administered insulin injections. The pod was removed and another one activated. The patient was released after approximately 3 to 4 hours, on the same day.